Event description:
The clinic reported a blood pump error alarm. The gambro tech services (gts) rep found that the blood pump was rotating in the wrong direction due to the blood handling driver cca k1 relay not engaging from the prime to run positions. No pt injury or medical intervention was reported. The blood handling driver cca was replaced and returned to the MFR for failure investigation.